Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of failed battery test alarm and damage on the insulin pump. Customer's blood glucose reading was 125 mg/dl. During troubleshooting for failed battery test, there was white powder in the battery compartment. The customer mentioned that the battery cap was protruded. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube also, unable to verify failed battery test due to blank display. The insulin pump had stained end cap sticker and cracked battery tube threads.